Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a biliary tract stent deployment procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after endoscopic sphincterotomy was performed, the flexima biliary stent was advanced to the lesion. The elevator was lifted to release the stent however, the stent release failed because the guide catheter got stretched. As a result, the guidewire was difficult to advance and the distal tip was detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no issue.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.